Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was shorter than expected. The reporter noted that they tried multiple batteries but the issue persisted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: a review of the black box showed no evidence of short battery life; a call service 177 alarm occurred due to normal battery wear on (B)(6) 2016. The battery compartment and battery cap were undamaged and the cap was able to fit securely. The pump powered on normally and did not draw excessive current. The pump was able to successfully complete ez-prime steps. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).